Event description:
It was reported that the device delivered anti-tachycardia pacing (atp) and high voltage shock. The patient was later seen in-clinic, however, when the device was interrogated, the electrogram (egm) from the time of the event was unable to be retrieved. As the electrogram was unavailable, the physician was unable to determine whether the anti-tachycardia pacing and shock delivered by the device were appropriate or inappropriate. Abbott technical support was contacted and confirmed an electrogram anomaly occurred. No intervention was required. The patient was in stable condition.

Manufacturer narrative:
The reported event of of the missing electrocardiogram (segm) for ventricular tachycardia (vt) 2 with therapy was confirmed. Based on the information provided, the root cause was determined to be due to segm priority handling limitation that an episode storage type may not be the highest trigger in the episode but the first available for storage, that could be overwritten by an higher storage priority trigger. The device behaved per design.